Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and decreased p-waves. It was also reported that the implantable pulse generator (ipg) had invalid cardiac compass data. The ra lead was explanted and replaced. The ipg remains in use. No patient complications have been reported as a result of this event.